Event description:
The hcp reported that, the pt presented to the emergency room with respiratory depression and an altered level of consciousness. The hcp administered narcan. The hcp stated, the ambulance was waiting to transport the pt to hosp intensive care unit. The hcp stated, the pump had fentanyl and clonidine in the reservoir - the concentration and delivery dose were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.